Event description:
It was reported, the programmer crashed three times with a system error. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported the programmer crashed three times with a system error. The programmer was returned for service. There was no patient involvement. Followup was done with the medtronic sales representative. The rep believes loading the software on the programmer, then getting an error and rebooting the programmer. It seemed to be ok for a short time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). System error occurred after interrogating a device.

Manufacturer narrative:
Asku